Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling 5194001400 on 12:00:00 am. Mesh removal occurred on (B)(6) 2011. Patient's legal representative stated continued sui ,mixed urinary incontinence, abdominal pain, anterior vaginal mucosa with a hypertrophic area of tissue at the proximal urethral area